Event description:
It was reported by service report that the nurse call battery was not working. There was patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Result: nurse call was unavailable due to detached negative wire on nurse call battery cable.